Manufacturer narrative:
The insulin pump was received with cracked battery tube thread, cracked and bleeding lcd glass, cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's display was cracked and bleeding due to being dropped and worn during a fall. Blood glucose level at the time of the incident was not provided. The customer stated that the device was already cracked due to a prior incident. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.